Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies, and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water and a leak in the balloon was revealed. Per microscopic analysis, the source of the leak was a radial tear in the balloon, approximately 3.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1813001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The cause of the reported event could not be conclusively determined. The balloon loss of pressure was caused by a radial tear in the balloon, approximately 3.5 mm from the balloon proximal tip. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. The device is expected to be returned for evaluation.